Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient presented with pain and instability in right hip. Surgeon revised liner and head.

Manufacturer narrative:
An event regarding instability involving a trident 0 degree insert 36mm ID was reported. Conclusion: a stryker, trident 0 degree insert 36mm ID, tritanium revision acetabular gap plate screws, were mated with a non stryker djo surgical femoral head and offset sleeve. This combination is not sanctioned by stryker and as such is considered an off label application for the device.

Event description:
It was reported that patient presented with pain and instability in right hip. Surgeon revised liner and head.